Manufacturer narrative:
The investigation determined the event was due to contamination (dust/debris, build-up of material (assumed to be reagent and fibrous material) in and around the reagent probe holes) and misadjustments. Product labeling states, "for regular cleaning, such as cleaning the instrument surface from dust, use deionized water only." The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) verified the rinse levels of the rinse station, gear head pump pressure and gauge, sample and reagent probe adjustments, and the functions of the probes and syringes. He noted the poor general condition of the module with extensive dust/debris on the reagent covers. He also found dirt and fibrous material buildup in the interior of the reagent probes. He then cleaned the module and the system thoroughly. The investigation is ongoing.

Event description:
The initial reporter received a questionable creatinine result from one patient sample tested on the cobas 8000 c702 module. The initial result was 678 umol/l. The first repeat result was 52 umol/l. The second repeat result was 52 umol/l.